Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this 74-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized in late (B)(6) 2021 (exact date unknown) with fever, abdominal pain and a fibrin occluded pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the hospital in late (B)(6) 2021 (same admission; exact date unknown) presented with staphylococcus epidermidis and a white blood cell (wbc) count of approximately 1600/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime (dose unknown) and ip vancomycin (frequency, dose and duration unknown). The patient continued ccpd therapy on the same liberty select cycler at home post-discharge (date of discharge unknown). The patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and a fibrin occluded pd catheter caused by a persisting peritonitis infection from late (B)(6) 2021. The patient was prescribed ip vancomycin at 1750 mg (unknown frequency and duration) and his pd catheter was able to be cleared in the outpatient clinic during the same visit. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s persisting peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and fever. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to touch contamination as reported by a medical professional. Touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2021, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this (B)(6) year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized in late (B)(6) 2021 (exact date unknown) with fever, abdominal pain and a fibrin occluded pd catheter (not a fresenius product). Peritoneal effluent fluid cultures taken in the hospital in late (B)(6) 2021 (same admission; exact date unknown) presented with staphylococcus epidermidis and a white blood cell (wbc) count of approximately 1600/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed a one-time dose of intraperitoneal (ip) ceftazidime (dose unknown) and ip vancomycin (frequency, dose and duration unknown). The patient continued ccpd therapy on the same liberty select cycler at home post-discharge (date of discharge unknown). The patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and a fibrin occluded pd catheter caused by a persisting peritonitis infection from late (B)(6) september 2021. The patient was prescribed ip vancomycin at 1750 mg (unknown frequency and duration) and his pd catheter was able to be cleared in the outpatient clinic during the same visit. The patient is recovering from this event and remains asymptomatic. It was confirmed the patient¿s persisting peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.